Event description:
It was reported that the right atrial (ra) lead exhibited high and rising chronic thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, (B)(6) 2014. (B)(4).